Event description:
It was reported that the patient was presented at the hospital with an infection. Vegetation growths were observed on both the right ventricular (rv) and right atrial (ra) leads. The pacemaker, rv lead, and ra lead were explanted and replaced with a leadless pacemaker due to the infection. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.